Manufacturer narrative:
Device received with a blank display after battery installation. Did not notes any signs of previous moisture presence or corrosion on the electronic assembly inside the device . After swapping the boards to another case, the blank display was still present. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. Customer states insulin pump had cracks. The insulin pump will not be returned for analysis.